Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed none of the serial numbers included in this production order is involved in another investigation. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a posterior capsule (pc) rupture occurred during the implantation of the 1-piece intraocular lens (iol). The doctor removed and replaced the lens with a 3-piece iol. A vitrectomy was done and an incision enlargement was required when the lens was removed and replaced, but no sutures were used. The doctor stated that the issue was not iol related.